Manufacturer narrative:
For the 2 events reported under exemption number e2012012, both devices were returned. Both events were found to have a root cause of operational context.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012012 for product code ezn. This report covers 2 reported events of balloon pinholes. Both patients were female. Both patients' ages were (B)(6) years. All other demographic information is unknown.